Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
A voluntary medwatch report stated that the cardiac resynchronization therapy pacemaker (crt-p) exhibited an infection. The crt-p remained implanted.